Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardial aspiration and one extra day of hospitalization. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3, coil disconnection tester and screening test. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistance was found within specifications. The force feature was properly working. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardial aspiration and one extra day of hospitalization. The patient¿s medical history is unknown. The procedure was aborted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he experienced difficulty manipulating hansen artisan sheath and catheter in the anterior position due to "floppy" aneurysmal septum. Settings during the event include: temperature control mode, power settings of 30 watts, temperature cut-off at 48 degrees, irrigation flow of 17 ml/min and hansen artisan sheath, 8,5fr was used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). As lot # 16041212m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. For the non-bwi products used (hansen robotic system and hansen artisan 8,5fr sheath) hansen medical has been notified. (B)(4).